Manufacturer narrative:
The pump was placed on work order exception pending the arrival of replacement parts. Once the parts were received, the device was repaired. The main line module was replaced, and subsequent testing confirmed the device functioned as intended. The 30 psi occlusion test passed at 25.300 psi, which is within the passing specification range of 22-38 psi.

Manufacturer narrative:
Intuvie received a report indicating that an infusion pump failed the 30 psi occlusion test, recording a pressure of 68.130 psi, which is outside the acceptable range of 22 to 38 psi. The device also failed the ground resistance test, measuring 0.139 ohms, above the passing specification of less than 0.1 ohm. A review of the device's serial number history revealed no similar complaints. The reported failure modes were confirmed. The probable cause for the occlusion test failure was determined to be a calibration and component issue; however, recalibration and pressure sensor replacement did not resolve the issue. The probable cause for the ground resistance failure was determined to be a component failure. The device will remain in work order exception status until replacement components are received. The investigation is ongoing. CAPA-zm2023-23 was initiated to investigate the root cause for the occlusion failure mode. Reference to complaint#: (B)(4).

Event description:
Intuvie received a report indicating that an infusion pump failed the 30 psi occlusion test, recording a pressure of 68.130 psi, which is outside the acceptable range of 22 to 38 psi. The device also failed the ground resistance test, measuring 0.139 ohms. The passing specification for the ground resistance test is less than 0.1 ohm. No patient involvement was reported.